Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl the tip of the screw broke off while implanting it into the tibia. The screw was removed without difficulty. No patient injuries were reported.

Manufacturer narrative:
Due to no product was returned the complaint could not be confirmed. Evaluation and investigation were not possible. No definitive conclusions were made without pertinent manufacturing information or a device to evaluate. If relevant information becomes available to assist with traceability, the complaint will be revisited. Evaluation codes updated.